Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient alleging that the one touch ultra has a power issue (meter will not power on). The patient stated that the lfs meter lost power on approx five days earlier. The patient was unable to test her blood glucose as she was snowed in and was not able to get a replacement battery. On three days prior to original date at 7 am, the patient developed symptoms described as "slurred speech and could not stand up". The ambulance tested the patient and obtained a result of "24 mg/dl". On a healthcare professional meter. The patient was given glucose tablets and food by the emergency services. It would have been helpful to obtain the following information: food intake and diabetes medication prior to symptoms, time and date of hospital admittance and discharge, hospital diagnose and treatment, and recent changes to diabetes medication and testing frequency. During troubleshooting, the customer care advocate verified that the meter did not turn on with the power button pressed, the patient did not have any test strips to test the power in the meter, and the battery's battery was replaced per the owner's manual. This complaint is being reported because the patient alleged she developed symptoms that can be suggestive of hypoglycemia and was treated by the paramedics after the power issue with the lfs meter began. Replacement products were sent to the patient.